Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button error, motor error and prime rewind anomalies. The customer¿s blood glucose level was unknown. The customer reported that they had scratches, rejects new batteries, diminished battery life, pump was slower to rewind, grinding during rewinding. It was reported that the insulin squirts during priming, motor errors and button error alarms, no power alarm. The insulin pump will be returned for analysis.